Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 17:15:29 on (B)(6) 2024. At 18:55:31, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 18:56:59, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 18:57:27, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. The electrode belt was disconnected at 20:18:02 on (B)(6) 2024.